Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent system was implanted within the common bile duct during an endoscopic retrograde cholangiopancreatography procedure on (B)(6) 2012. According to the complainant, the indication for stent placement was to treat a biliary stricture. The size of the stricture was "sufficient not to allow bile drainage." The patient returned to the hospital in (B)(6) 2013 with jaundice, and it was discovered that the stent had completely migrated from the patient. It was reported that the patient "passed device in toilet" but the exact date of the migration was unknown. Therefore, on (B)(6), 2013 a partially covered metal biliary stent was implanted in the common bile duct. Reportedly, the jaundice was due to the biliary stricture and resolved once the partially covered stent was placed. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported as stable and fine.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The exact event date is unknown as the complainant was unable to confirm when the stent migrated/was passed; however, it was discovered in (B)(6) 2013. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4) stent migrated. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.